Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the evis exera ii ultrasound gastrovideoscope presented with damage to the acoustic lens. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the adhesive on the acoustic lens was peeled due to damage to the ultrasonic probe. This report is to capture the reportable malfunction of the peeled adhesive on the acoustic lens noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. No physical outer damage on the probe unit was found. Additional issues were identified during the device evaluation: the acoustic lens was damaged due to damage to the ultrasonic probe; due to wear of the forceps elevator lever, the up/down knob could not be locked securely; paint on the air/water cylinder was peeled; due to a scratch on the objective lens, the image had a partially dark area; due to peeling of the acoustic lens, the displayed ultrasound image was defective; the objective lens had a scratch; due to breakage of the light guide-bundle, illumination was poor; the adhesive on the distal sheath had a chip; due to wear of the angle wire, the play of the up/down/right/left knob was out of the standard value; and the universal cord was buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.